Event description:
Approximately eight months after hvad implantation, the patient indicated critical battery alarms on port two of controller with batteries in fully charged levels connected on both ports. When patient wanted to exchange battery on port two due to the alarm; it jumped back to fully charged level with four green power bars. Patient had a total battery exchange four weeks ago, is using his cell phone per IFU, connections were clean, showed no bent pins. When the battery is connected to the battery charger, it did not charge, and there was a flashing yellow light. The site issued a new battery to the patient and the battery was returned to heartware for evaluation. No harm or injury to the patient was reported as a result of this incident. Investigaion is ongoing.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Product remains implanted.

Manufacturer narrative:
The site has indicated that the pump remains implanted. A controller and (B)(4) were returned to heartware for evaluation; the second battery, (B)(4), was not returned despite multiple attempts to obtain it. The devices were exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller passed visual examination and functional testing; the analyzed device performed per specification. Review of the controller log files confirm the reported event which revealed two critical battery alarms and battery power switching corresponding to the reported event; analysis indicated that this likely occurred due a failure in communication between the controller and a battery. Log files revealed that the alarms all occurred on power port 2. Analysis of (B)(4) revealed that the device failed to meet specifications; the battery failed functional testing due to a faulty internal cell pair. Even though testing confirmed a battery malfunction known to cause power switching, the root cause of the reported event cannot be conclusively determined. Analysis of the controller log files indicate that the most likely root cause of the reported event is due to communication failure between power port 2 of the controller and the connected battery. An internal investigation (CAPA) has been opened to address the issue.